Manufacturer narrative:
An event regarding pain and stiffness involving a trident insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient stated, since the surgery, he has pain and stiffness in the am hours. Patient stated, the x-rays showed a ligament problem.

Event description:
Patient stated since the surgery he has pain and stiffness in the am hours. Patient stated the x-rays showed a ligament problem.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl with purefix ha 64mm, cat# 542-11-64h, lot# mephln; delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 31293801; accolade 132 size 4.5, cat# 6020-4535, lot# 28685301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.